Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd q-syte¿ micro bore extension set had leakage issues at the luer connection. The following information was provided by the initial reporter: "it was found that there was leakage at the connection between the needle-free closed infusion needle of the septum and the infusion device, and the infusion device should be replaced immediately."

Event description:
It was reported bd q-syte¿ micro bore extension set had leakage issues at the luer connection. The following information was provided by the initial reporter: "it was found that there was leakage at the connection between the needle-free closed infusion needle of the septum and the infusion device, and the infusion device should be replaced immediately."

Manufacturer narrative:
H6: investigation summary ince no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.